Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the suction irrigator instrument for evaluation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, loss of insufflation was observed while using the suction irrigator instrument. The button on the instrument was stuck. The procedure was delayed for less than 15 minutes and completed with no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A device history record (DHR) review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause cannot be determined based on the information provided. Since the product was not returned, the reported event was unable to be or replicated.